Event description:
Doctor reported implant fracture at tooth site 25.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,13 (tsv4b13) and one unknown zimmer screw was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar and fracture screw inside implant. Additional failure mode (fracture: screw) identified through inspection. Device history record (DHR) review for the lot (63380335) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63380335) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction of the implant and screw did occur, and the reported event was confirmed.